Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Have to fish for the remainder of the tampon- vagina [foreign body in reproductive tract]. String pulls out of tampon [device breakage]. Case narrative: consumer reported via e-mail that the string pulls out of the tampon. No serious injury reported.